Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. As received, the rear response button cover was missing and the switch contacts were corroded. The cause of the inability to activate the device is the corroded contacts. The root cause of the corroded contacts is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.